Manufacturer narrative:
The complaint is inconclusive as the actual complaint device was not returned for evaluation. The lot number is unknown, so a DHR review was not possible. A search of the database was performed from 11/28/2005 to 11/28/2007, no other complaints for the same product/part # were found for the reported condition. No corrective action will be initiated as the root cause was not able to be determined. 11/28/2007. See scanned pages.

Event description:
When the physician, dr was pulling the blue cable wire thru the patients stomach incision and down the esophagus thru the abdomen wall, it allegeable made a long linear laceration in the esophagus that was bleeding. It took 5-10 minutes to stop the bleeding. Patient was being carefully monitored for perforation. There was no perforation to the esophagus. Patient was stable. On the 3rd day of the peg kit being placed, the patient pulled the tubing out. Prior to a new kit being placed, the patient esophagus was checked for healing process from the laceration. The patient healed quickly, no sign of a laceration were noted. (Actual device will not be returned for evaluation - discarded by facility)